Event description:
Customer reported, the system will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the single board computer and reloaded software. System operates as intended.